Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product product analysis summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. Performance data from the device was analyzed and revealed that the device was pre/approaching elective replacement (eri) and had not yet reached eri. Concomitants continued: 4194 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device experienced premature battery depletion at less than four years. It was also reported that the device did not trigger the elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.